Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements, with a gradual increase observed over time. Increased pacing thresholds were also reported. No evidence of lead noise was observed. Technical services (ts) recommended continued monitoring and offered reprogramming options. Ts also recommended following physician guidance regarding ongoing lead management. No adverse patient effects were reported. This lead remains in service at this time.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.